Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery and traumatology, zuyderland medical centre, sittard-geleen and heerlen, the netherlands. ¿. The title of this report is ¿comparable clinical and radiographical outcomes between second and third generation of gamma nails ¿, published on december 01, 2020, and can be found at http://www.actaorthopaedica.be/archive/volume-86/issue-4/original-studies/comparable-clinical-and-radiographical-outcomes-between-second-and-third-generation-of-gamma-nails/. The report is associated with the stryker ¿trochanteric gamma and gamma 3 nailing systems¿ and includes an analysis of the clinical data that was collected on 291 patients. The cases in this study range from january 2005 to july 2012. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information, however the article alleges that 1 patient experienced lag screw medialization with a trochanteric gamma short nail.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedic surgery and traumatology, zuyderland medical centre, sittard-geleen and heerlen, the netherlands¿. The article can be found at http://www.actaorthopaedica.be/archive/volume-86/issue-4/original-studies/comparable-clinical-and-radiographical-outcomes-between-second-and-third-generation-of-gamma-nails/. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedic surgery and traumatology, zuyderland medical centre, sittard-geleen and heerlen, the netherlands. ¿. The title of this report is ¿comparable clinical and radiographical outcomes between second and third generation of gamma nails ¿, published on december 01, 2020, and can be found at http://www.actaorthopaedica.be/archive/volume-86/issue-4/original-studies/comparable-clinical-and-radiographical-outcomes-between-second-and-third-generation-of-gamma-nails/. The report is associated with the stryker ¿trochanteric gamma and gamma 3 nailing systems¿ and includes an analysis of the clinical data that was collected on 291 patients. The cases in this study range from january 2005 to july 2012. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information, however the article alleges that 1 patient experienced lag screw medialization with a trochanteric gamma short nail.

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of lag screw medialization could be confirmed, from the available radiographs in the literature. Based on the available x-ray a formal medical opinion was sought in which it seems as if the reposition of the fracture and the positioning of nail/lag screw look alright. It is difficult to assess whether the locking screw for the lag screw was inserted properly. In contrast to the authors of the article it is supposed to be regarded as a ¿lag screw migration¿-in contrast to the other case shown, where the head migrates through the fixed screw, in this case the lag screw is clearly migrating, out of the connection with the nail, medially to the pelvis. The reason behind migration of the lag screw is a poor fixation with the nail as the underlying cause. In the case of a cut out it would have been the poor bone quality which would have been regarded as the underlying cause. From the medical opinion the primary root cause can be attributed to user related issue and the secondary root cause can be determined as patient related factor with poor bone quality. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.